Event description:
Device malfunction: sheath failed to split completely. Time of device malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of starclose se device attempted atriotomy closure of the left common femoral artery after an interventional procedure. Reportedly, the sheath failed to split completely and the clip could not be deployed. The devices was removed and hemostasis was achieved using manual compression. There were no reported adverse patient effects. Though requested, no additional information was available.

Manufacturer narrative:
The device is expected to be returned for evaluation. It was not yet been received.